Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the guide wire was used in a peripheral vessel. During the procedure, the distal part of the guide wire had separated. The separated portion was successfully removed without additional medical intervention. No additional event or pt information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the coils and core. No contrast was noted. There were bends in the shaping ribbon 3mm and 9mm distal to the tipball. There were offset intermediate coils 1.5 cm proximal to the center solder. The core had separated at the distal end of the hypotube. The fracture faces were bent and ovaled as if kinked prior to separation. A piece of the core was protruding from the distal end of the hypotube. No other damage to the guide wire was noted. The tip was tugged on to confirm that the core and shaping ribbon were intact. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forward upon completion.